Event description:
It was reported that the user experienced two infusion set occlusion alerts while using an inset 6 mm set, with hyperglycemia documented at 507 mg/dl, and the issue resolved only after changing all supplies; user education was provided to avoid falsely announcing meals to correct high glucose. Investigation included customer interview and troubleshooting. Further investigation of this case revealed that the occlusion alerts were consistent with an infusion delivery obstruction that resolved after supply replacement. There was no user reported symptoms during the hyperglycemia event. Outcomes included return of glucose to within range the following day at 179 mg/dl and the user¿s plan to perform ketone testing with backup therapy if positive. It was concluded that, based on previously established findings for similar reports, the event was due to an insulin delivery occlusion associated with the infusion set, and user education was reinforced regarding appropriate use during high glucose recovery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.